Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported device causing damage to another device appears to be a result of user technique and procedural conditions. In addition, the reported difficulty removing the device was likely a result of patient anatomy and procedural conditions, as the pre-existing flail and difficult visualization likely contributed to the clip interacting with the chordae. Lastly, the mitral valve injury appears to be a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other mitraclip is filed under a separate medwatch report.

Event description:
This is filed to report the interaction between devices and tissue damage. It was reported that the patient, with degenerative mitral regurgitation (mr) underwent a mitraclip procedure to treat mr of grade 4+. The patient anatomy included a pre-existing prolapse and two clips were planned. Poor echo imaging was noted due to the patient anatomy. The first clip delivery system (cds) (61207u172) was advanced into the patient anatomy and the clip was implanted without issue, at the anterior 2/posterior 2 (a2/p2) leaflet segment. The second cds (61207u184) was advanced and it was thought that there was some interaction between the clips because the first clip detached from one leaflet, remaining attached to the other leaflet (slda). The procedure continued; however, the second clip became caught in the chordae. Standard troubleshooting maneuvers were performed and the clip was freed, but a chordal tear occurred. The second clip was implanted without additional difficulty. A third clip was implanted to stabilized the first clip and reduce the mr. The mr grade was reduced to grade 3 at the end of the procedure. No additional information was provided.